Event description:
I use a medtronic insulin pump with sure t infusion sets (the medtronic ref number for the sets is: (B)(4)) on five separate occasions in the last two months, the tubing on the set has separated from the junction that attaches it to the part that delivers the insulin subcutaneously. In four of these five instances, the failure has happened overnight, causing my blood glucose to rise to over 400mg/dl and causing ketones because of the lack of insulin. I have reported every occurence to medtronic.